Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss and patient dissatisfaction. The pump was too hard to operate. After 5 pumps, the cylinders filled and the penis was erect, when a minute passed there was flaccidity of the penis. Failure in the pump system as the cylinders deflated itself. A new inflatable penile prosthesis consisting of 18 cm x12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the cylinders had fluid loss but there was no hole. It seemed that the pump system was not working well, the deflation button seemed to activate itself.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 preconnect device was visually inspected and functionally tested. There was a leak in one cylinder due to sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. When functionally tested the pump failed the inflation test twice. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Model number/catalog number: 72404155, serial number: (B)(4), batch/lot number: 163624003, model/catalog description reservoir 65 ml pc/iz, (B)(4), expiration date 02/09/2019, h4 manufacturer date 02/27/2017.

Manufacturer narrative:
Model number/catalog number: 72404155, serial number: (B)(4), batch/lot number 163624003, model/catalog description reservoir 65 ml pc/iz, gtin (B)(4), expiration date: 02/09/2019, manufacturer date: 02/27/2017.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss and patient dissatisfaction. The pump was too hard to operate. After 5 pumps, the cylinders filled and the penis was erect, when a minute passed there was flaccidity of the penis. Failure in the pump system as the cylinders deflated itself. A new inflatable penile prosthesis consisting of 18 cm x12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the cylinders had fluid loss but there was no hole. It seemed that the pump system was not working well, the deflation button seemed to activate itself.